Manufacturer narrative:
(B)(4).the device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to advance and the subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure in the right coronary artery, the 2.8 x 16 mm graftmaster was being advanced to treat a perforation, but could not cross due to the anatomy. Using a better support technique, a new graftmaster stent was used successfully to finish the case. There was no adverse patient effect due to the graftmaster and no clinically significant delay in the procedure. No additional information was provided.